Event description:
Communication was received from the physician who noted that the patient simply requested a new magnet for her vns since the magnet was lost (in response to the claim that the patient's magnet has enhanced their seizures which now appears to be confirmed invalid). No additional relevant information has been received to date.

Event description:
It was reported by the patient that their magnet swipes were enhancing their seizures. No surgical intervention has been reported to date. No additional relevant information has been reported to date.